Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient was experiencing burning at the ipg site. Although the physician's assessment revealed no infection, the pocket site had fluid and the patient was prescribed antibiotics as a precaution. The patient is reportedly doing well and is no longer experiencing pocket discomfort.